Manufacturer narrative:
(B)(6). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products manufacturer's ref. No: (B)(4).

Event description:
It was reported that a thermocool® smart touch¿ electrophysiology catheter was received by a customer with damaged packaging affecting both outer boxing and catheter packing. Since the catheter packaging was damaged, the sterility was compromised. The product was never used on a patient. This event has been assessed as a reportable malfunction.